Manufacturer narrative:
The agent reported revision surgery due to -trauma - poly insert swap. Unknown trauma/revision reason. Complaint has been evaluated and is similar to report number 1644408-2020-00094; 343-10-710, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to -trauma - poly insert swap. Unknown trauma/revision reason.